Event description:
It was reported that during a lap cholecystectomy procedure, when they went to fire the device nothing happened. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition, the orange indicator was noted to be beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.